Manufacturer narrative:
One used sample was returned for evaluation. The thumb valve was received in the upright, closed position. Upon depression and release of the valve, an audible squeaking noise was heard. Some resistance was felt when depressing the valve. Upon release, the thumb valve did not return to the full, upright position. The thumb valve was manually pulled to the full upright position. In this position, the gap between the top of the valve body and the top of the thumb valve was measured to be 10mm. The thumb valve was then depressed and released. In this position, the gap between the top of the valve body and the top of the thumb valve was measured to be 8mm. The valve was turned to the halfway position to view the interior. No excess adhesive, breakage or other damage was observed. The manufacturing process was reviewed, a potential manufacturing related root cause was identified: either a lack of lubrication or an excess of lubrication during the dispensing of silicon can lead to a malfunction like the one reported. The device history record for m7086t507 was reviewed and the product was produced according to product specifications. All information reasonably known as of 09 jan 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 21-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the thumb piece did not return to the original position. The suction catheter was replaced for new one. No patient injury. No further information has been provided.